Event description:
The consumer alleges that while they were backing out of the driver space of their van, their left footplate caught a driver control beam in their van and turned the footplate out. The consumer did not realize this and as they went forward onto the lift, their foot allegedly got caught on the side of the lift. This allegedly resulted in a fracture in their lower leg.